Event description:
Boston scientific received information that a red alert was delivered for high out of range pacing impedance measurements. This patient was followed-up. No loss of capture noted during threshold testing. Sensing was good, and impedance was within range at follow-up. The decision was made to continue with normal follow-ups. There were no adverse patient effects reported.

Manufacturer narrative:
This right ventricular (rv) lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.